Event description:
Information received indicates, the bed has no function working from the siderails.

Manufacturer narrative:
The technician replaced the f5 fuse on the power control module to repair the bed.